Event description:
The customer observed falsely elevated magnesium result generated on the architect c8000 processing module for multiple samples. The following data was provided: (B)(6) initial result = 9.4 meq/l, repeat on another architect = 1.8 meq/l, (B)(6) initial result = 8.3 meq/l, repeat on another architect = 1.6 meq/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the tubing, peristaltic head (rohs) due to leaking, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false elevated magnesium patient results after service intervention. A review of tracking and trending for the architect c8000 did not identify any trends. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the tubing, peristaltic head (rohs) were identified.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c8000 processing module for multiple samples. The following data was provided: sid 7331 initial result = 9.4 meq/l, repeat on another architect = 1.8 meq/l sid 7340 initial result = 8.3 meq/l, repeat on another architect = 1.6 meq/l no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.